Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: reporters state: (B)(6). H3, h4, h6: a review of the device history record. Device history lot: part: 323.042; lot: 9527775; manufacturing site: hägendorf; release to warehouse date: 24.july 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary we have forwarded the received part to the manufacturer for investigation, find the statement below: shipped back device lcp drill sleeve 5 f/drill bit ø4.3, with lot number 9527775, is broken. Furthermore, the device is in used conditions. The following documents were reviewed: device history record (DHR) 9671785; inspection sheet se_487272 version aa, ¿pa intern single 323.042¿; inspection sheet se_486481 version ac, ¿process sheet zu 323.042 drehen¿; all the documents mentioned above have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were found. Hardness was measured on the broken device according to drawing se_473511, version b, using hardness tester with ID number 12588-h. The expected hardness value was 595 +80 hv10. Obtained result of 642 hv10 is inside specification, confirming that there is not a hardness issue. According to evidences is not possible to address the final root cause to a manufacturing issue. Since no manufacturing related issue was identified and/or confirmed, review to the specific prm and prm line is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 1 report as may 16, 2019 but should have been july 09, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date after surgery, a surgical staff member found that the tip of the locking compression plate (lcp) drill sleeve was broken when he was reassembling the instruments. It is unknown if there was procedure and patient involvement. Image diagnosis was performed on the patient from surgery prior to the discovery, and it was confirmed that no pieces of the instrument were present. This report is for a 4.3mm threaded lcp(tm) drill guide. This is report 1 of 1 for (B)(4).